Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged from the original imlant site due to patient manipulation (twiddler's). No adverse patient effects were reported. During an attempt to reposition the lead, the physician accidently cut it. The lead was therefore removed and replaced.